Event description:
It was reported that while using a bd insulin syringe with bd ultra-fine¿ needle 1ml 8mm (5/16") 31g u-100 100count, the syringe would not aspirate medication. The following information was provided by the initial reporter: consumer reported syringe would not draw medication.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned a single 1ml syringe. Syringe did not feature any immediately observable damage. Water was drawn into the syringe to full without issue. No defects were found and the syringe functioned as intended. A review of the device history record was completed for batch# 9294934. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that while using a bd insulin syringe with bd ultra-fine¿ needle 1ml 8mm (5/16") 31g u-100 100count, the syringe would not aspirate medication. The following information was provided by the initial reporter: consumer reported syringe would not draw medication.